Manufacturer narrative:
Manufacturer's ref # (B)(4): pending further investigation results. A final report will be submitted once investigations are complete.

Event description:
On 07-dec-2022: on unknown date (best estimate: (B)(6) 2022) charging unit melted in the back. The charger had burn marks and the plastic was melted. No harm was done to the patient and no visit to a doctor. Awaiting further information.

Manufacturer narrative:
Manufacturer's ref # (B)(4): on 23-dec-2022: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. No investigation done on the actual device. Trended case investigation results: the returned apollo 5.3 charger is returned because the usb-c connector is broken down. The returned device has signs of heating around the usb-c connector, also the cable shows signs of heating. The charger is fully functional except of the connector. It can charge two hearing aids. The internal battery is working. The usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. The clinical investigation concluded: clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigations are complete. This report is final. On 07-dec-2022: pending further investigation results. A final report will be submitted once investigations are complete.

Event description:
On 23-dec-2022: several attempts to get more information. No information received. On 07-dec-2022: on unknown date (best estimate: 01-nov-2022) charging unit melted in the back. The charger had burn marks and the plastic was melted. No harm was done to the patient and no visit to a doctor. Awaiting further information.